Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 48 mg/dl. The customer stated that she was using the last temporary basal setting due to the prednisone medicine she was on. She stated that she was now done with the medicine and she experienced low blood glucose levels since then. She believed that the temporary basal setting was causing low blood glucose. She declined troubleshooting assistance for low blood glucose. Her blood glucose readings fluctuated between 68 mg/dl to 120 mg/dl. The most recent blood glucose reading was 111 mg/dl. Nothing further reported.